Manufacturer narrative:
Device evaluation of monitor has been completed.  The reported problem (damaged case, check therapy electrode messages) has been confirmed.  Upon investigation the monitor failed a therapy electrode recognition test. The monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging the j4 connector on defib board. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the monitor malfunction. Device evaluation of monitor has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed.  Upon investigation the monitor was unable to complete incoming functional testing. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas.  The root cause for the high voltage travelling to low voltage circuitry could not be positively identified.  No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages and had a damaged monitor case. Unrelated to complaint a us distributor reported that a monitor was unable to complete incoming functional testing.